Event description:
The customer reported multiple error codes during the initialization process. The doctor made the decision to discontinue the case and used an alternative procedure to complete the biopsy. There was no patient consequence. The device was returned for evaluation.